Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the (B)(4) chemistry analyzer, and identified the failure mode as a damaged ise tubing and air bubbles in the reference electrode. The fse replaced the ise tubing and removed the air bubbles from the reference electrode to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results on their (B)(6) clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.